Event description:
This atrial lead was implanted on (B)(6) 2011 and was explanted on (B)(6) 2013 due to atrial loss of capture and dislodgement post device implant of device. Old atrial lead was extracted and a new one was placed. Patient's device was also upgraded to bi-v without complication. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No additional information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).